Manufacturer narrative:
This report is being filed to correct the additional manufacturer narrative field. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header confirmed the right atrial (ra) setscrew was missing from the header port and there was slight damage to the setscrew seal. This setscrew was replaced with a substitute setscrew and dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the setscrew was unintentionally removed during the procedure, as was reported from the field.

Event description:
It was reported that during the procedure when it was necessary to remove the lead from the device, header a small piece (similar to a micro spring) came loose. Due to the setscrew of the device header being loose it was not possible to re-attach the lead into the header port. The procedure was completed with a new device. No adverse patient effects were reported. A photo was provided which appeared to show the entire setscrew had been removed from the device header. The device was expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during the procedure when it was necessary to remove the lead from the device, header a small piece (similar to a micro spring) came loose. Due to the setscrew of the device header being loose it was not possible to re-attach the lead into the header port. The procedure was completed with a new device. No adverse patient effects were reported. A photo was provided which appeared to show the entire setscrew had been removed from the device header. The device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis noted the cause traced to unintended use error was chosen based on analysis evidence (missing setscrew and damage to the seal plug) that indicates the setscrew was unintentionally pulled out of the header during a procedure.

Event description:
It was reported that during the procedure when it was necessary to remove the lead from the device, header a small piece (similar to a micro spring) came loose. Due to the setscrew of the device header being loose it was not possible to re-attach the lead into the header port. The procedure was completed with a new device. No adverse patient effects were reported. A photo was provided which appeared to show the entire setscrew had been removed from the device header. The device was expected to be returned for analysis. No adverse patient effects were reported.